Event description:
It was reported by service report that the bed brakes are spongy on both sides. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Brake insert, brake crank assembly.